Event description:
Additional information was received that the patient (pt) noted they had some issues with a brain stent, it didn¿t open. The pt reported they "thought they were going to die but they are still here". Pt noted they were informed by their hcp that they had a hard time during the surgery and the device would not stay open and the hcp almost gave up but gave it one last attempt and made it work. Pt noted the device stayed open, they had an angiogram later on, but the device had closed up some in their brain. Pt is not sure on what their health outcome will be but noted they are having a meeting with the hcp wednesday (B)(6) 2026. Pt noted they aren¿t sure on why the doctor requested to meet them, but they hope it is for good news.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a physician stating a device recall to patient. Patient stated this has been previously recorded, and that physician stated to patient medtronic would be contacting her. Physician stated to patient of having a hard time deploying the device. Patient stated she ended up having a stroke after the procedure. Patient had another angiogram in august and patient stated device has closed some. Patient stated having follow up appointment scheduled with physician but they have not gotten back to her for questions she has. Found out about issue (B)(6) 2025, re-imaged in (B)(6) 2025. Patient has follow up appointments scheduled. Resolution was answered question and provided education/documentation.